Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream (dso) seal. Functional testing was able to duplicate the issue. It was determined that the inoperable air detector was the root cause. The air detector was replaced. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an air in line sensor failure. The event occurred during testing. There was no patient involvement.